Manufacturer narrative:
Upon further review, it was determined that the cause of the reported event was due to a non-baxter product. Based on the additional information received, the baxter disposable was determined not to be a factor in the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of nutrition empty bags had particulate matter. There were black dots/specs within the tubing and sometimes at the end of the tpn (total parenteral nutrition) bags. This was observed before use. There was no patient involvement. No additional information is available.